Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had alleged over delivery due to insulin flow block. Customer's blood glucose level was 20 mg/dl. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of low blood glucose level. Customer was treated with glucose and food for low blood glucose level. Customer reports they have contacted their healthcare professional. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. The reservoir will not be returned for analysis.